Event description:
Ft stopped working mid placement, giving stylet error, when wire was replaced the placement was able to be completed. We've had this issue before - the tubes don't read correctly via the cortrak monitor. One thing the rd's have also noticed is that the expiration on them tends to be sooner rather than later as we thought we'd removed the faulty lot #'s and then they seem to reappear or it's a new faulty lot. I don't think there's any patient safety issues with it. The cortrak is on its last leg too but these seem to be the tubes. We will be continuing to use this machine for pediatric ft placements. Avanos manufacturer has been notified.